Manufacturer narrative:
H11 - manufacturer narrative: icl may move out of its appropriate position, is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vaulting with lens rotation. The lens was exchanged with a longer length lens and the problem was resolved. The cause of the event was reported as the device.